Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: delamination, opening and crease fold. Leak test was performed and found openings in the device. A microscopic analysis was performed which identify a sharp opening in the posterior and delamination in the plug strap disk shell. Based on the device analysis the final assessment is a sharp opening on posterior due to an unidentified (tear) opening, and delamination in the plug strap disk shell assessed as adhesive failure. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Health professional reported left side deflation. Device has been explanted.